Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient (pt) was recently implanted. Rep reports the pt had pain, redness, and swelling around the ins surgical site. Healthcare provider (hcp) treated the pt with antibiotics and the pain and redness went away. Pt still has body itching and the hcp suspects possible allergic reaction. Rep said the dr is going to explant the system and send a sample to pathology for testing. The rep asked about material composition of the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had ins removed on (B)(6) 2025. Tissue was tested to rule out infection. Therefore, it is suspected that reason of reaction is related to pt's metal allergy. Pt is aware of the nickel allergy and decided to move forward with implant even though it is noted that the component that contains nickel in the port of the ins. Pt stated they had a horrible experience and doesn't want others to experience what the patient did.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.